Event description:
It was reported to the manufacturer, by the end user, per the end user, that at 1:00 pm on (B)(6) 2022, (B)(6) called to report an incident that allegedly involved the following product or device: one bed. (B)(6) reported that the following occurred at 12:30 pm on (B)(6) 2022: staff member sat on the bed with the resident to trim his toenails and the bed suddenly dropped to its lowest level. The head and foot sections were raised slightly before it dropped and those ends of the bed stayed in their position. They were able to raise the bed again using the hand pendant controls. There were no injuries according to (B)(6). The product has not been taken out of use; according to (B)(6), he hadn't gotten that far yet. I told him as soon as possible to take it out of use and he said he will. The resident's weight is approximately 150 lbs and the staff member weighs approximately 154 lbs. (B)(6) said that at the time of the incident, there were 2 staff members (along with the resident) their titles are: (B)(6) when asked about an ideal outcome, (B)(6): he wants to know why it happened and how to fix it. I said that we would discuss with the supplier and follow up with the facility within 24 hours. (B)(6). Complaint #(B)(4) were entered into our system to have the bed returned for investigation. As of this writing, the bed has not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.